Manufacturer narrative:
Follow-up #1 08/30/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2011 with the following findings: a leak test was performed on the pump and no leaks were detected. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts and the up and down button contacts were misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the up and down arrow buttons were sticking and would continue to scroll after the buttons were released. The patient stated that the rubber keypad was intact but the button symbols were worn off. The patient reportedly wore the pump in a pocket and cleaned the pump with a wet rag.